Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was confirmed through the history log. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported that there was no pt injury.